Manufacturer narrative:
(B)(4). (B)(6). The device was serviced on-site by a field service technician. Visual inspection, functional testing, battery testing, and a review of the alarm log were performed. The low battery alarm was identified during functional testing and the review of the alarm log. Battery voltage was reviewed and it was low. The cause of the condition was determined to fuses blown. A service history review revealed that the device had been serviced previously for a blown fuse. However, there was no indication that the parts replaced during servicing caused or contributed to the reported event. To correct the condition, the fuses were replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump presented a low battery alarm. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.